Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutters failed the test cut with an incomplete cut, and the shoulder bolts and cap nuts were worn on the mesher. The shoulder bolts and cap nuts were replaced and resolved the issue for the mesher. The cutter's gear and collars were replaced, however these units cannot be fully repaired and would need to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the meshers and cutters were worn and being returned for evaluation. Investigation found the unit did not pass the cut test. Living legacy foundation is a cadaver skin bank, therefore, there was no patient involvement. No adverse event was reported as a result of this malfunction.